Event description:
Customer alleged the brake on the motor locks up and allegedly could smell it burning, chair shuts down. No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model fdx, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1163181 rev d (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Dealer called and stated that the brake on the motor will lock up. It will have a burning smell and the chair shuts down. A replacement motor/gearbox has been ordered on the return order (B)(4). No injury.